Manufacturer narrative:
The insulin pump was received with detached end cap, cracked battery tube threads, cracked reservoir tube lip. Analysis was unable to verify prime anomaly due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the fill amount for the infusion set was getting less and less. The customer reported that the fill amount was from 6 units to 3 units. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.